Event description:
It was reported that the balloon became stuck with the wire. The occluded target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). A 3.0 x100, 135cm charger balloon was selected for angioplasty. During the procedure, the balloon was successfully prepped and loaded into a non-boston scientific (bsc) wire, then advanced to the lesion. The balloon was inflated and fully deflated successfully. However, the balloon would not move when attempting to remove it from the wire. The hub of balloon began to elongate or stretch from pulling to get it to back off the wire. As a result, both the balloon and wire had to be pulled out as a single unit to remove them from the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The recommended guidewire size for this device is 0.035" as per specification. The guidewire used by the customer could not be removed from the device due to shaft damage. The size of guidewire used by the customer was measured at 0.0335" which is within specification. A visual and tactile examination found the shaft of the device to be severely stretched/buckled beginning at the strain relief and extending approximately 20mm distally along the shaft. No other issues were found with the shaft. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. No issues were identified with the balloon material. A visual examination of the markerbands found no issues. A visual and tactile examination found no damage or issues with the tip of the device. This concludes the product analysis.